Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keys were not fully responsive. The blood glucose reading was normal and did not require medical treatment. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with frozen screen due to faulty component on the mother board. Unable to verify button keypad anomaly or perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen screen. The insulin pump had minor scratched display window.